Event description:
Patient reported that they were seen by their dentist and provided a letter of recommendation. The dentist states that it is their clinical opinion that the patient discontinue use of byte. Restart aligner therapy to address the correction of the malocclusion and bodily move certain teeth rather than flaring and tilting anterior. The dentist believes the byte treatment is not correcting patient's malocclusion in anyway.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.